Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 29july2019. Product support engineer (pse) evaluated the unit and confirmed the reported issue. Pse replaced the unit's blower to resolve the reported issue. The ventilator passed all testing and operated within the manufacturing specifications. The blower assembly was returned to failure investigation (fi) for analysis. Fi found that the blower assembly shows that motor wires seal damaged created the leak in blower assembly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support (ts) stating that unit failed system leak test. The customer reported there was no patient involvement.